Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 403 mg/dl. The customer experienced symptoms such as abdominal pain and dry mouth. Customer stated insulin pump had battery out limit error. Customer did not feel ok to troubleshooting for high blood glucose level. The device will not be returned for analysis.